Event description:
Litigation papers allege, pt suffered injuries including, but not limited to, severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours. Update: (B)(6) 2011 - medical records were received. The revision operative report stated that all indications were that the pt had failure of his prosthesis because of wear. He had elevated metal ion levels. Additionally noted that "threading" (fretting) was appreciated at the sleeve head junction with metallic wear debris present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.